Event description:
Report 3 of 6 for the same event: it was reported that during an unspecified surgical procedure, it was observed that console device and electric pen drive device had an undetermined malfunction when used together. The reporter was unable to determine if the console device caused the malfunction of the electric pen drive device. According to the report, there were a total of three console devices and three electric pen drive devices used during this event. The reporter was unable to provide sequence of events. It was further reported that the device was tested after the surgical procedure with two console devices, a hand switch device and a foot pedal device. It was observed that the device did not function with any of the console devices. There were no delays to the planned surgical procedure as spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number or complete address provided the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.